Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the right ventricular lead needed to be redone. The patient questioned if it was related to "shaking towels". Follow-up with the clinic determined that the lead would be replaced but no reason was given. The status of the lead is unknown. No patient complications were reported as a result of this event.